Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102, charge/discharge profile faults) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to extensive liquid contamination and physical damage in the monitor. Contamination was found on capacitors c19, c20, c21, c22, and connector j1002aa on the defibrillation board pca. In addition, resistor r45 on the computer/analog board was open. The root cause for the contamination was ingress of an unknown liquid. The root cause for the open r45 resistor could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a (B)(6) patient's monitor was displaying service code 102 and that the flags revealed charge/discharge profile faults.